Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test for intermittency was performed and the tests failed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of no audio output. The root cause was determined to be a defective speaker assembly.

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 to report no audio output from their dexcom receiver on (B)(6) 2015 on behalf of patient's father. The patient's father reported the alarms on the receiver do not make sounds it only vibrates. No medical intervention or injuries were reported.